Event description:
No stimulation was reported. This started friday or saturday. The patient could tell it was not working, it hurts like a ¿banshee.¿ an information request was made regarding the patient programmer (pp) and control magnet. The pp passed light test with battery insertion when placing the pp over the implantable neurostimulator (ins) site. When attempting to turn therapy on, only the 9v battery lights up. The pp appeared to be functioning as designed. It was noted the patient needs to find a new doctor. Additional information has been requested to find out if any intervention or troubleshooting was required and to obtain the outcome of this event. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Concomitant products: product ID 3986a, lot # lc3215, implanted: (B)(6) 2004, product type lead; product ID 748966, serial # (B)(4), implanted: (B)(6) 2004, product type extension; product ID 748966, serial # (B)(4), implanted: (B)(6) 2004, product type extension; product ID 7435, serial # (B)(4), implanted: (B)(6) 2003, product type programmer, patient. (B)(4).